Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2006. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was removed due to a venous tear and was not replaced. The patient had an open thoracotomy. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The interior superior vena cava defibrillation cable was extrinsically fractured due to pulling/stretching. The interior right ventricular defibrillation cable was extrinsically fractured due to pulling/stretching. This device was included in a field action, and product analysis found that the device did perform as described in the field action. If information is provided in the future, a supplemental report will be issued.